Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to a fractured tibia plate. The tibial tray, tibial bearing and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain."